Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported intraocular pressure (iop) rise following a glaucoma filtering device implant procedure. The eyeball was massaged. The device remains implanted.

Manufacturer narrative:
Evaluation summary: customer reported on "iop increase" three months after procedure. No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. No similar incidents reported for the lot. Because a sample was not returned, the root cause cannot be determined. The root cause will be reassessed upon completing the investigation. (B)(4).

Manufacturer narrative:
(B)(4).